Event description:
It was reported that during a device change-out due to normal eri, an insulation anomaly was observed via x-ray. No electrical anomalies were detected. The lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 13.1-15.9cm from the distal tip. Internal insulation abrasion was noted at 9.5-10.7cm, 10.2-10.8cm, and 28.9-30.7cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.